Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that all of the keypad buttons were unresponsive. The reporter stated that the keypad was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/16/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/30/2015 with the following findings: the keypad was torn, but all of the buttons were still responsive. Contamination was found on the contrast button contact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.